Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of rf telemetry anomaly was confirmed via review of the device image in the laboratory. Analysis found that the case of the anomaly was due to a firmware error.

Event description:
It was reported that prior to implant, while still in the sterile package, the rf telemetry was intermittent. The device was not used.